Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the radius side assessed as fold flaw opening. Additional observation: crease was observed. White particles observed inside the device. Wear abrasion observed. Brown particles observed on the fill channel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.